Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in a therapy that was initiated on (B)(6) 2012 at 05:38:44. During night drain cycle two, the patient's ultrafiltration reading was 1458ml, indicating the home patient (hp) drained 1458ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The iipv event was confirmed through an event history log review. The cause of the iipv event was determined to be one or more cycles was advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.